Manufacturer narrative:
(B)(4). Device UDI. Lot/serial: 14692991, UDI: (B)(4). Lot/serial: 14692572, UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of aneurysms of abdominal aorta and the right internal and the left common iliac arteries using gore excluder aaa endoprostheses. After the proximal portion of a trunk-ipsilateral leg component was deployed, the physician deployed the ipsilateral leg first, and then attempted to implant a contralateral leg component. A gore&#59396;dryseal sheath with hydrophilic coating (dsl1228j/14692991 or dsl1228j/14692572) was inserted, but strong resistance was met while a dilator was removed due to highly tortuous anatomy of the right external iliac artery. The introducer sheath was pulled down once and when the dilator was removed, the patient's blood pressure dropped. It was revealed that the right external iliac artery was ruptured with bleeding. Bleeding was stopped using an occlusion balloon catheter, and the ruptured portion of the right external iliac artery was replaced with a surgical graft. The physician then elected to deploy a contralateral leg component into the surgical graft. The patient tolerated the procedure. It was reported that there were two tortuous portions in the right external iliac artery. Also, per the physician, the external iliac artery was tore approximately 2cm, but it was unknown when such a tear was made.